Manufacturer narrative:
Internal report # (B)(4). Report number: mw5080101. Notification received "thi": nov 30, 2018. FDA report: nov 02, 2018. Date of event: (B)(6) 2018. Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause: mlc-51 -user mechanical stress (possibly dropped, broken, mishandled) note: unable to make contact with the customer, limited information provided. No information of the customer was provided.

Event description:
Medwatch sent by FDA: reporter called to report that his device no longer functions after his dog has chewed it.